Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button intermittently failed to respond and the device did not charge when connected to a power bank, after which the user was counseled to use the approved charger and continued use of the device. Symptoms included no clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included user troubleshooting and education by support. Investigation of this case revealed an unresponsive user interface control and improper charging method, consistent with a potential power or control interface issue of the device. It was concluded, based on previously established findings for similar reports, that user-related charging with a non-approved power source was the likely cause, with an undetermined intermittent mechanical or electrical contribution to the sleep/wake button responsiveness.